Event description:
There was metal abrasion during the first minutes using ultra aggressive shaver device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. Additional information received on 9/26/2018. All metal shavings were not removed. They tried to remove it but it stuck on the tissue. Shaver, tissue grasper was used to remove them.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The expiration date is currently unavailable.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Subsequent follow-up with the reporter, additional information was received. It was reported that there was a delay of around 10 minutes as the surgeon tried to suction the metal parts with another shaver. The surgery was completed with another shaver as it was readily available. It was reported as the surgeon was starting the shaver, metal parts were seen in the joint. It was reported that the surgeon did not use the device as he only started it.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation of the complaint device reveals no anomalies to the outer shaft. When the inner shaft was examined, the distal end showed some striations, indicates excessive friction and indicates that the device might have hit a hard surface, or an excessive lateral force was applied to the device during use, which could lead to metal shavings as reported, confirming the complaint. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4)-incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair surgical procedure, it was observed that there was metal abrasion during the first minutes using ultra aggressive shaver device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.